Event description:
It was reported the system displayed frame sync errors attributed to broken wires in the interconnect cable. This likely resulted in a lockup situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power cord and interconnect cable was replaced. The boards were reseated during the svc call. The system was tested and found to be working as intended and put back into svc.